Manufacturer narrative:
The investigation for access site bleeding has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. H.6 code 4755 was reported incorrectly on manufacturer device report 1220648-2024-12680. New code was added to component code.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
We received a notification via abiomed¿s long-term outcome and quality indicator impella registry regarding a patient that endured marked right femoral hematoma with a "probable" relationship to the impella device used: ¿4/24/24: patient arrived to p5 hds hypertensive with iabp in place. Not in shock. Home meds re-ordered. Noted to have r femoral hematoma which was marked. No le numbness/weakness and doppler pulses intact. 1 day later hematoma unchanged, firm. Observed overnight in cicu without need for pressors or other invasive needs, blood pressure stable. Removal of iabp without complications. 4/26/24: r groin hematoma firm, marking unchanged from yesterday, pulses doppler strong multiphasic moves extremity and warm denies numbness¿. The patient recovered with no sequelae.